Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported kinking. The extension tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that an unspecified location of the tubing set, a kink was noted leaving it unusable for the pt. No specific details were provided. It was reported that the kink resulted in suboptimal pt care in critical situations, sometimes disrupting and interfering in surgical procedures in which they would have to adjust the IV and then restart the IV. There were no reported adverse pt effects and no reported delay of therapy. No add'l info was provided.